Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line separated from the cartridge as a result of being pulled. Customer's blood glucose level was 123 mg/dl. Reportedly, customer resumed insulin therapy with a backup pump until her cartridge supplies arrive.